Event description:
It was reported that the pt, implanted in 2001, described a sudden loss of hearing impression with the device approx 2 weeks ago, after 5 minutes the hearing impression came back, but he perceived it as very loud and painful. After that moment, there was no hearing impression with the cl anymore.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.